Manufacturer narrative:
One fogarty catheter was returned for evaluation without any attached components. Clotted blood was observed on the catheter tip. As received, the balloon latex, distal and proximal windings and spring tip were completely missing and were not returned. This condition may occur when a pull force of 0.7 lbs on an inflated balloon (per IFU) has been exceeded. Indication of bonding and windings was observed on the catheter body. No damage to the catheter body or hub was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of ¿balloon and the coil wire detached from the catheter¿ was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that during a graft thrombectomy, the balloon and coil wire detached from the fogarty catheter. The balloon and coil were found to be missing after several passes of the catheter. The balloon and coil were removed by using another catheter. There were no patient complications reported.